Event description:
Reporter indicated the patient had a new vns generator and lead implanted on (B)(6) 2013.

Event description:
Analysis on the generator was completed. Results of the diagnostic testing indicate that device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator. Follow up performed with the surgeon's office revealed that the infection was first noted by them on (B)(6) 2012. The infection was only identified at the generator incision as that was where the patient was "picking". Cultures were not performed.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a patient developed an infection at the vns generator site due to picking at the incision and pulling the vns generator free of tissue. The vns lead and generator were explanted on (B)(6) 2012. When the patient fully recovers from the infection, a new vns therapy system will likely be implanted. The explanted vns lead and generator were returned for analysis. Analysis of the lead portion did not reveal any anomalies, and the lead portion performed per specifications. The electrode array was not returned. Analysis of the generator is still pending.